Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had a calcode issue and would not power on. The patient indicated that the alleged meter issue started the same day, at around 2:30 pm. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. About 20 minutes after the alleged meter issues began, the patient claimed that she developed symptoms of dizziness, shakiness, sweating, and feeling faint. The patient denied receiving treatment because of the alleged meter issues. The reported meter issues were not resolved with troubleshooting. The meter, test strips, and control solution were replaced. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, and what actions the patient took before and after developing the symptoms. Also, it would have been helpful to know what the patient's last blood glucose reading was before the event occurred and what date/time the last result was obtained. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.